Event description:
The manufacturer representative (rep) reported that the patient experienced shocking/jolting sensation while visiting their daughter in the hospital, this was about (B)(6). The patient was not able to use any of the external equipment to connect with the implantable neurostimulator (ins) after the shocking/jolting incident. Two days prior to the incident the patient had recharged fully. The patient reported that the battery site was red like "it was on fire". They received temp hot message on the recharger. The rep tried using the clinician programmer and another programmer to try and connect with the ins but it was not successful. The patient was currently 50 minutes into their first physician mode recharge (pmr). The rep was to clear the por after the patient was out of overdischarge. The rep was told to run impedances in various positions and use the different electrode references to check the system. It was noted that the patient was "wanded" about a week prior to their hospital incident. The patient had been troubleshooting their implant from (B)(6). Other relevant medical history includes spinal pain.

Event description:
The manufacturer representative (rep) reported that the patient was seen by the managing physician and it was not holding a charge plus was not able to clear the power on reset (por). It was reported that the patient was sent to a different physician for a battery replacement. The patient had let the battery go down a couple of times. The battery life had been shortened due to multiple "power on reset." There was a report that the patient had been scheduled for a pocket and battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.